Event description:
It was reported that the customer accidentally delivered a bolus they did not need. The customer's blood glucose level subsequently decrease to what was displayed as "low", although a specific value was not provided. The customer consumed carbohydrates to address bg.